Event description:
Title: acclarent sinus balloon catheter rupture (2). Event desc: pt taken to surgery for sinus septoplasty and submucous resection. The ent md attempted to place the acclarent sinus balloon catheter and inflate it when he noticed it had burst. Md removed device, replaced it with a second device which also ruptured. Two balloons of same make/model both failed. A third balloon catheter was obtained and worked appropriately. The two ruptured devices were retained and it is unk why they failed. There is a question whether they were defective or if it is possible the pt's bone could have lacerated the balloons causing the failure. No injury to pt with these events. Surgeon was able to complete the procedure and pt was taken to pacu for recovery. (Acclarent update) on (B)(4) 2010, acclarent received a copy of the medwatch form filed by (B)(6) medical center. Acclarent contacted the facility and updated complaint (B)(4) with the following info: the hospital representative stated that the physician believes the two balloon burst to have occurred due to interaction with unique pt anatomy/sharp bone. The facility confirmed that no pt injury had occurred although an MDR was submitted as part of their standard policy. The physician also noted that the second balloon successfully treated the sinus. Acclarent requested the return of the suspect devices for further analysis, but to date no devices have been received.

Manufacturer narrative:
A review of the lot history records showed that the lot related to this device met all specifications. To date, no trends have been identified with balloon bursts. The suspected root cause of this type of failure has been identified as "balloon burst due to interaction with unique pt anatomy (sharp bone)". There was no adverse outcome to the pt. As defined in medical device reporting regulation title 21, part 803, no pt injury, intervention to prevent a serious injury, or malfunction that could lead to a serious injury was applicable in this case. Acclarent will continue to update the file with any additional info and provide subsequent reports if required. Correction/update to medwatch form: (B)(6) medical's description stated that the pt underwent "sinus septoplasty and submucous resection." The correct terminology describing the procedure should be noted as "septoplasty, sinus surgery and submucous resection."